Event description:
The customer reported the distal end of the subject device was discolored. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, foreign material was found on the connecting tube, bending section cover, and distal end cover. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
During inspection and testing, foreign material was found on the connecting tube, bending section cover, and distal end cover due to insufficient reprocessing. In addition, the bending section could not be bent to the right because the coil pipe stopper was detached, the scope connector case and scope connector were dirty, the air/water cylinder was deformed, the grip was stained, illumination was poor due to breakage of the light guide bundle, there was a leak due to a cut on switch four, and there was a leak at the universal cord protector due to damage from a sharp object from the outside. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. It is likely the foreign material was not remove due to improper reprocessing caused by leakage at the switch. However, a definitive root cause of the reported issue could not be identified. The device's reprocessing manual provides the following caution related to the issue: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device. Per the legal manufacturer, the other device defects included in the initial MDR (leaks, angulation issues, poor illumination) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
Additional information received from the customer stated error e243 (zoom malfunction) was noted prior to the procedure. The customer did not notice discoloration on the scope at that time. There was no impact on a patient due to the event.